Event description:
The customer reported there was no battery charge led. There was no report of patient involvement.

Manufacturer narrative:
(B)(4): the device was evaluated by a philips fse and the issue was verified. The battery pca was found to be defective. Replacing the battery pca resolved the reported issue. The device passed testing and was returned for use. The device remains at the customer site. This was a battery pca malfunction.